Manufacturer narrative:
Evaluation summary: this report is based on information provided by the service center. One device was received for evaluation. The returned sample did not meet specification. Details regarding a visual inspection were not provided. The customer reported that the device bipolar activates even without pedal. The investigation isolated the failure to the bipolar port's microswitch, but a root cause was not identified.the bipolar receptacle was replaced to address the condition. The service center reported error 287. The investigation isolated the failure to the rf pcba board.the service center reported noisy cooling fans. The investigation identified the root cause of the reported event to be the fans. The fans were replaced to address the condition. An eco has been released to address the failure. The service center reported that the rem connector on the device was broken. The service center reported a ligasure 1 scanner malfunction. The ligasure 1 scanner was replaced to address the condition. A review of the appropriate device history records indicate rework performed on this serial number is not related to this evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device bipolar activates without use of the pedal. There was no patient impact.